Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to tibial loosening. The components were implanted in situ for 9.0 yrs. Tray and insert were revised. Condyle and patella were remained implanted. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 6.

Manufacturer narrative:
An event regarding loosening involving an scorpio baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The arthroplasty was revised due to tibial loosening. The components were implanted in situ for 9.0 yrs. Tray and insert were revised. Condyle and patella were remained implanted. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 6.